Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that 4 sensors were not working. The needle did not retract and the sensor was pulled out by the serter. She went into shock and her blood glucose level was 43 mg/dl. The device was not returned.